Manufacturer narrative:
The device was inspected in detail in the repair shop. It was detected that the reported insufficient pressure build-up was caused by an internal leakage within the pneumatic circuit. As some leakages were found in this area it could not be determined doubtless which leakage finally was root cause of the reported event. The affected (B)(6) is (B)(6) so that an age-related root cause for the leakage cannot be excluded. By means of the integrated gas monitoring o2, co2 and anesthesia gases are monitored permanently. If the pressure is not built up properly the device alarms based on pressure and/or flow values with "vt not reached", "minute volume low", "pinsp not reached" and "apnoe co2." As the initially reported alarm "apnoe o2" does not exist it is supposed that the user mixed it with the "apnoe co2." The device reacted as specified for the failure condition and has alarmed the restriction of the ventilation accordingly.

Event description:
It was reported that after an unproblematic narcosis induction and following unremarkable ventilation for 20-25 minutes the anesthesia device has visibly alarmed and displayed the alarm "apnoe o2." Reportedly the device has not built up a breathing pressure anymore so that neither automatic nor manual ventilation was possible. A patient injury was not reported.